Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a procedure on (B)(6) 2020 (reference MDR-2020-37945) the physician was unable to explant the fractured lead completely, as the end of the lead was in the muscle belly. As a result, remaining portion of the lead was left in place.